Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and functional testing identified the air alarm. It was determined that the alarm was caused by and out of calibration air in line sensor. The air in line sensor was replaced and calibrated in order to fix the reported condition. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump had a ?present air alarm?. There was no patient involvement. Additional information was requested and is not available.